Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012721954); product type: 0195-heart valves; product ID: d-evolutfx-2329 (lot: 0012672026); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with structural heart disease and pre-existing annular and left ventricular outflow tract calcification underwent a transcatheter heart valve implantation using the evolut fx-26 valve. Computed tomography imaging showed calcium on the non-coronary cusp of the annulus and calcium extending into the left ventricular outflow tract. Pre-balloon aortic valvuloplasty was performed with an 18 millimeter (mm) balloon prior to valve deployment. During the procedure, the valve was positioned too high and required recapture. Upon recapture and redeployment, an infold was noticed in the valve, and a new valve was loaded, resulting in a slightly longer procedure time. The patient remained alive with no injury. No patient complications have been reported as a result of this event.